Event description:
After the pump was programmed by the anesthesiologist post-op, the patient was discharged to home. At some point during the night the pump shut off, the read-out screen went blank, the patient was unable to restart it. The patient returned to the hospital the next day and the defective pump was exchanged for a functioning pump.